Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c16000 processing module for one patient. The following data was provided (customer¿s reference range 0.66 - 1.07 mmol/l): sample ID: (B)(6) initial result = 0.49 (low), repeat result = 0.79 (normal). Reran on second instrument and generated 0.48 and 0.49 mmol/l. First low result was correct per customer. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by cleaning the cuvettes, replacing parts, and performing quarterly maintenance. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6)was identified.